Manufacturer narrative:
Initial reporter was company representative; no facility or facility contact available. It was determined on jun 6, 2019 at the conclusion of the investigation that the malfunction was reportable. Device history record review. 352.040, lot: 2415580, manufacturing site: (B)(4), release to warehouse date: 15. October 2008, due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction damaged. Per franchise complaint product investigation procedure a non-manufacturing related probable cause has been identified; no manufacturing record evaluation is required. Investigation summary. The 5.0mm flexible shaft (p/n 352.040 lot 2415580) was returned and received at us cq. A visual inspection was performed. All four prongs at the distal tip are bent inwards, towards the center of axis. Additionally, the etching is illegible and faded. No other issues were identified with the returned components of the device. Dimensional inspection was not performed due to post manufacturing damage. Document/specification were reviewed with no findings. The complaint is confirmed for the 5.0mm flexible shaft (p/n 352.040, lot 2415580) as all four prongs at the distal tip are bent inwards, towards the center of axis. The damaged/bent distal tip results in the reamer head not being able to be attached to the shaft. Additionally, the etching is illegible and faded. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the conditions are due to excessive forces or repeated use/reprocessing over the part¿s lifetime (10+ years). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that on an unknown date, two (2) flexible shaft were found to have damaged ends and were unable to accept the reamer head. The devices were not able to be used in surgery. It is unknown if there was patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a 5.0mm flexible shaft. Concomitant devices: reamer head (part: unknown, lot: unknown, quantity: 1).